Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/02/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts.

Event description:
The patient stated that the ok button was not working and was getting worse with time. The patient confirmed that there were no cracks, tears, or peeling on the keypad. The patient stated that the button felt as if it was sticking out more. The patient reportedly wore the pump on a belt and did not clean the pump.